Event description:
According to the reporter, during preparation prior a procedure, the device recognized all accessories but there was a handle error message. It was stated that the screen has a dim light and the green side led did not light up. The device was not used. Another stapler was used. There was no patient involvement.

Manufacturer narrative:
Additional information: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection found no abnormalities. Upon startup and functional testing there were no errors. An analysis of the system logs indicated no evidence of the power handle error. It was reported that the screen displayed a power handle error and the display screen had an irregular output. The reported issues could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of damaged 44-pin cable was detected that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a used clamshell attached to the handle that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Attaching a used clamshell to a powered handle would cause it to display an error. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior a procedure, the device recognized all accessories but there was a handle error message. It was stated that the screen has a dim light and the green side led did not light up. The device was not used. Another stapler was used. There was no patient involvement.